Manufacturer narrative:
Philips received a complaint indicates that battery failed to work. There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the battery. It was determined that this was a malfunction of the battery for which a part was ordered. Onsite service will be arranged for replacing battery once battery is available. Rse confirmed that the battery will need replacement. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has ordered replacement battery to rectify malfunction, onsite service will be arranged for replacing battery once battery is available. The device remains at the customer site and no further action is required at this time.

Event description:
It was reported to philips that the device's battery was bad. There was no patient involvement.